Event description:
It was reported that a flogard infusion pump was observed with the condition of being "blocked". The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review and a visual inspection was performed on this device. The reported problem of "blocked" was confirmed in the sample evaluation and event history log review as an f-49 alarm code. The cause of the reported problem was identified as a fully discharged battery. The main battery was replaced to resolve the issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.